Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the handle was inserted into an rpa charger running v16 software to charge. After removing the handle from the charger, the handle indicated that it was running v29.5 software. The handle had 250 of 300 procedures remaining. An rpa clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. There was no evidence of the handle being unable to charge. It was reported that the power handle could not charged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: used clamshell connected and a full system queue functional testing found that the analysis of the system data indicated that there was an error for the system queue being full. It was also noted that a used clamshell had been connected to the returned handle. The most likely cause for the additional condition was software issue. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, the handle was charged, and before the first firing, it went to zero (0) battery. The device was replaced to resolve the issue. There was no patient involvement.  Medtronic's initial evaluation of the returned product found that an analysis of the system data indicated that there was an error for the system queue being full.